Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, ruptured right middle cerebral artery bifurcation aneurysm with a max diameter of 9 mm and a 4.3 mm neck diameter. It was noted that the patient's blood flow was normal and vessel tortuosity was normal. The access vessel was the femoral artery, with 10mm diameter. It was reported that after the stent microcatheter was positioned, an echelon10 microcatheter was advanced into place. The first coil selected was qc-9-30-3d (lot number: 230462945). After hydration, significant resistance was felt while delivering the coil through the microcatheter and the coil stuck in the middle section of the catheter. When it was removed for inspection, it was found that the coil had stretched and fractured inside the microcatheter at the pushwire distal segment, no damaged was observed in the catheter. The operator was concerned that the issue might recur. Due to the unavailability of the same model, microcatheter and coil from another manufacturer were used instead. After the coil formed the hoop, the microcatheter was positioned and the coils were filled sequentially, and the procedure was completed. A product complaint was filed for the coil and microcatheter. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID 145-5091-150 (lot: 0232720752); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.